Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms and no traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has cracked case at display window corners, reservoir tube, belt clip slot, battery tube threads and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they placed the insulin pump in a bag and went into a hot tub and the insulin pump was exposed to moisture. No further information reported.